Event description:
Customer stated (B)(6) 2015, the linkassist would not release the headset at first then it released it unintentionally. No adverse event reported. A request was made for the return of the device, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.